Event description:
It was reported during a clinical follow up, the patient received inappropriate atp for atrial events occurring simultaneously with sensed ventricular events. The patient's medications will be adjusted to manage the atrial rates.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.